Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cutting device seemed to stick several times moving in and out of the harvesting cannula. Was able to finish the case with this device reported. No harm to patient.

Manufacturer narrative:
Trackwise ID: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213) there were 2 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of (nov 2021 through feb 2022). The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (march-2020 through feb -2022) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 04/15/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the cannula and the harvesting device. The harvesting device was returned partially inside the cannula. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. There were no visual defects observed on the harvesting device jaws or heater wire. The c-ring was observed to be intact. Based on the returned condition of the device, and the evaluation results, the reported failure "fitting problem" was not confirmed. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.